Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18094625 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the needle on the outback device would not retract while inside the vessel. The case was completed with a new outback device. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. All specified ports were flushed. They were flushed, followed by a 30 sec pause, and then flushed again. The ports were flushed using heparinized saline. The catheter was held in a straight orientation with ¿no slack¿ during prep. Proper orientation was confirmed under fluoro prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The user held onto the black handle while torqueing the device into placement. The user did not encounter resistance while torqueing the device. The tip was not stuck in the lesion while torqueing. There was no resistance or difficulty removing the outback from the patient. Abnormal force was not required during the procedure. The cannula was noted to have not been retracted prior to withdrawal. A 6f non-cordis sheath was used for the procedure. The device will be returned for evaluation.

Event description:
As reported, the needle on the outback device would not retract while inside the vessel. During product analysis, it was noted that the cannula wire port was separated. The case was completed with a new outback device. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. All specified ports were flushed. They were flushed, followed by a 30 sec pause, and then flushed again. The ports were flushed using heparinized saline. The catheter was held in a straight orientation with ¿no slack¿ during prep. Proper orientation was confirmed under fluoro prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The user held onto the black handle while torqueing the device into placement. The user did not encounter resistance while torqueing the device. The tip was not stuck in the lesion while torqueing. There was no resistance or difficulty removing the outback from the patient. Abnormal force was not required during the procedure. The cannula was noted to have not been retracted prior to withdrawal. A 6f non-cordis sheath was used for the procedure. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, the needle on the outback elite re-entry catheter would not retract while inside the vessel. The case was completed with a new outback device. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. All specified ports were flushed, followed by a 30 sec pause, and then flushed again. The ports were flushed using heparinized saline. The catheter was held in a straight orientation with ¿no slack¿ during prep. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The user held onto the black handle while torquing the device into placement. The user did not encounter resistance while torquing the device. The tip was not stuck in the lesion while torquing. There was no resistance or difficulty removing the outback from the patient. Abnormal force was not required during the procedure. The cannula was noted to have not been retracted prior to withdrawal. A 6f non-cordis sheath was used for the procedure. One non-sterile outback elite 120cm re-entry unit was received for analysis. The cannula needle was received deployed, and a kinked/bent condition was noted on the shaft located approximately at 15.4 cm from the distal tip. No other visible anomalies were observed during analysis. Note: the outback elite catheters are packaged with the cannula deployed. Per dimensional analysis, the usable length and the cannula deployment length of the outback elite was measured and found within specification. Per functional analysis, a lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit, and successfully flushed with blood residues found. Next, a lab sample 0.014¿ guide wire was inserted into the cannula wire port of the unit, and then into the distal tip. In both cases, the guide wire stopped at the location of the kink/bent condition found. Then, the cannula was unsuccessfully advanced and retracted via distal movement of the deployment slider. Due to the unsuccessful advancement and retraction of the cannula, an x-ray analysis was performed, and the cannula was found fractured/separated at the location of the kink/bent condition found. No other anomalies were noted during x-ray analysis. Due to the separated condition observed on the cannula, an sem analysis was performed, and the results showed that the fractured/separated area of the cannula of the outback elite 120cm re-entry unit presented evidence of plastic deformation and elongations. Additionally, a kinked/bent cannula could be observed on the fractured/separated area. The characteristics found on the damaged area are commonly associated with material tensile overload. Therefore, it is likely that the cannula material was induced to a tensile force that exceeded the yield strength prior to the fractured/separated damage. Since a kink/bent was found on the cannula, it is possible that the unit was fractured/separated with the tensile force that also caused the kink/bent. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 18094625 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle retraction difficulty unable to¿ was confirmed through analysis of the returned device. Additionally, a ¿cannula wire port/guidewire lumen separated¿ and kinked/bent condition of the body/shaft was noted during analysis. However, the exact cause of the conditions could not be conclusively determined. Based on the information available for review, procedural/handling factors likely contributed to the kinked/bent shaft, separated cannula, and the subsequent inability to retract the cannula/needle as evidenced by the plastic deformation and elongations on the cannula at the area of separation found during sem analysis. Plastic deformations and elongations are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the materials were induced to a tensile force that exceeded the yield strength prior to the fracture/separation, especially since the separation was located at a kinked/bent location. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU cautions, ¿excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ as stated in the IFU, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site.¿ neither the product analysis nor the phr review suggests that the failures experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the needle on the outback device would not retract while inside the vessel. During product analysis, it was noted that the cannula wire port was separated. The case was completed with a new outback device. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. All specified ports were flushed. They were flushed, followed by a 30 sec pause, and then flushed again. The ports were flushed using heparinized saline. The catheter was held in a straight orientation with ¿no slack¿ during prep. Proper orientation was confirmed under fluoro prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The user held onto the black handle while torqueing the device into placement. The user did not encounter resistance while torqueing the device. The tip was not stuck in the lesion while torqueing. There was no resistance or difficulty removing the outback from the patient. Abnormal force was not required during the procedure. The cannula was noted to have not been retracted prior to withdrawal. A 6f non-cordis sheath was used for the procedure. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.